Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged which could be confirmed via fluoroscopy. It was not possible to reposition the lead so it was replaced. The procedure went without complications and the patient's condition was very good before and after.